Manufacturer narrative:
The insulin pump was received with a frozen screen during the full segment display due to a corroded electrical assembly. The insulin pump had a corroded motor assembly. Unable to perform the displacement test due to the frozen screen.

Event description:
The customer reported motor error alarms during normal use. The customer also stated that the insulin pump cannot be rewound. The customer stated that the insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.